Event description:
Noticed several small third degree burns on my backside [burns third degree] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (robax lower back and hip heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she recently purchased and used the thermacare robax lower back heating pads. After removing it five hours later, she noticed several small third degree burns on her backside. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "third degree burns" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "third degree burns" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim (preferred term) noticed several small third degree burns on her backside (burns third degree). Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (robax lower back & hip heatwrap) (device lot number unavailable) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she recently purchased and used the thermacare robax lower back heating pads. After removing it five hours later, she noticed several small third degree burns on her backside. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (30aug2018): this follow-up is being submitted to notify that an investigation of the device cannot be conducted (no lot number). Follow-up attempts have been completed and no further information is expected. Comment: based on the information provided, the event of "third degree burns" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). Since there was no batch number or return sample available for evaluation, there was limited device specific information provided to evaluate. A batch reference number and/or return sample is needed to complete a manufacturing and technical evaluation for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event safety request for investigation with the product type of lower back and hip (lbh) products. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection to ensure the quality of the product being packaged.

Event description:
Noticed several small third degree burns on her backside [burns third degree]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (robax lower back & hip heatwrap) (device lot number unavailable) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she recently purchased and used the thermacare robax lower back heating pads. After removing it five hours later, she noticed several small third degree burns on her backside. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). Since there was no batch number or return sample available for evaluation, there was limited device specific information provided to evaluate. A batch reference number and/or return sample is needed to complete a manufacturing and technical evaluation for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event safety request for investigation with the product type of lower back and hip (lbh) products. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (30aug2018): this follow-up is being submitted to notify that an investigation of the device cannot be conducted (no lot number). Follow-up attempts have been completed and no further information is expected. Follow-up (12apr2019): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts required. No further information expected, comment: based on the information provided, the event of "third degree burns" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.